Event description:
It was reported that during a ptca/stent procedure resistance was noted while retracting the stent delivery system into the guiding catheter. A dissection was noted in the proximal end of the vessel. No additional info was provided. Attempts to obtain more info have been unsuccessful.